Event description:
Boston scientific received information that, ever since the routine device replacement procedure, this left ventricular lead exhibited loss of capture and high thresholds. A revision procedure was performed. During the revision, it was noted that the left ventricular lead was not well affixed to the subclavian vein. It was suspected that during the routine device replacement procedure, the lead had become dislodged. The decision was made to remove and replace the lead. The explanted lead was discarded at the hospital. The revision procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was discarded and not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.